Manufacturer narrative:
Without a lot number to conduct a device history record (DHR) review, it is not possible to determine if the reported failure could be related to the manufacturing process. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a fracture was observed in the shaft of the sheath for the contralateral iliac extension of a 24mm x 12cm iliac limb incraft abdominal aortic aneurysm (aaa) stent graft system. General damage to the system itself was also observed. There was no reported injury to the patient and the device will be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: a fracture was observed in the shaft of the sheath for the contralateral iliac extension of a 24mm x 12cm iliac limb incraft abdominal aortic aneurysm (aaa) stent graft system. General damage to the system itself was also observed. There was no reported injury to the patient. Additional information was requested but was not provided. The product was not returned for analysis. No lot number was provided therefore a product history record (phr) review could not be generated. The reported ¿leg prosthesis delivery system cracked¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics are unknown. As no lot number was supplied a phr could not be completed. According to the instructions for use, which are not intended as a mitigation of risk, ¿remove the appropriately sized aortic bifurcate and two iliac limb delivery systems from their packaging and examine for possible damage such as kinks or separated components. Do not use if damage is suspected.¿ the very limited information available does not suggest a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, a fracture was observed in the shaft of the sheath for the contralateral iliac extension of a 24mm x 12cm iliac limb incraft abdominal aortic aneurysm (aaa) stent graft system. General damage to the system itself was also observed. There was no reported injury to the patient. Additional information was requested but was not provided, and the device was not returned as expected.